Event description:
The customer reported being hospitalized for high blood glucose of 580mg/dl. Troubleshooting was performed. The customer stated that she removed the infusion set and there was blood in the cannula. The time on the insulin pump was correct. The basal and bolus delivered matched to the daily totals. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.